Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. No damage or anomalies to the distal tip of the lead.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was placed in the heart, due to patient anatomy, it was difficult to place. The lv lead was removed and inspected, and it was observed that the distal portion of the lead had a portion come apart. It looked to be tissue at first, then when attempted to pull the piece off, it was noted to be attached. The lv lead was exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.